Event description:
It was reported that a cracked lid occurred with a sharps coll 1qt red. The following information was provided by the initial reporter, "the upper corner of the lid was cracked."

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like base corner deformed during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like base corner deformed for the same part number throughout the last twelve months. According with pictures provided from customer it can be seen the following: 1. The corner of the collector was cracked. 2. The lot 8330905 was confirmed like the lot affected. 3. No additional damages were observed on the collector base. According to molding experience on this product, this type of cracks could be made due to hard impacts like hits with a forklifted at the time to load/download the material to the trailer box or due to transportation issues. As part of this investigation it was noted that this complaint was received from japan and as per customer information all the material sold to japan is being repackaging within a bd facility, therefore the evidence of the original packaging is needed to find the root cause of this issue. Potential root cause 1. Non-controlled method to ship partial boxes to end user. 2. Product damaged during the shipment or distribution. 3. Non-controlled method to perform repackaging h3 other text : see h.10.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked lid occurred with a sharps coll 1qt red. The following information was provided by the initial reporter, "the upper corner of the lid was cracked."